Manufacturer narrative:
Manufacturer's report date 7/13/1998. File# 03-98-196 the pump was received and visual and functional testing was performed. The event history and error logs were downloaded. The factory seal was broken, and the instrument was extensively contaminated with dried solution residue. The channel c air-in-line housing was extensively cracked. There were no malfunction entries in the log, and the event log entries for 2/21/1998 has been overwritten by more recent entries. When operated the instrument immediately alarmed error 301, a channel malfunction indicating failure of the channel c air-in-line sensor or mechanism alarm circuit. The pump was opened and the channel c ail printed circuit board was contaminated with dried solution residue. The reported complaint was verified. The cause of the malfunction 301 was contamination of the channel c air-in-line assembly through the cracked air-in-line housing. The MFR has improved the material and processes used in the air-in-line housings to enhance reliability. The pump was repaired and returned to the customer.